Event description:
The manufacturer received information alleging sinus pain while using nose mask on a dreamstation device via social media. The patient alleges chronic nerve pain on the side of their face, ear, and sinuses due to the nerve damage caused by radiotherapy. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufcturer.